Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, high and undefined right atrial (ra) lead impedance measurements were observed since the last interrogation, along with multiple ahr (atrial high rate) episodes, and possible existence of noise with a partial fracture was suspected. The ra lead pacing threshold and atrial capture management setting were reprogrammed, the ra lead was programmed off and the ra lead is scheduled for revision. In addition, the pacing threshold and pacing impedance of the right ventricular (rv) lead had gradually increased since the previous device check. It was noted there was a possible change in the myocardial side, such as calcification of the myocardium. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the patient presented for follow-up after utilizing a holter monitor and pauses that last a duration of two seconds were observed multiple times. A x-ray was performed, which confirmed a complete fracture of the ra lead. The rv lead showed stable impedance and threshold values. The electrocardiogram (ECG) data showed the cardiac resynchronization therapy pacemaker (crt-p) had been operating in managed ventricular pacing (mvp) mode and it was suspected the pacing mode may have affected the pauses. It was noted the patient did not want to undergo a lead revision procedure, therefore, the crt-p was reprogrammed to vvi pacing mode and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.